Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and two right ventricular (rv, one active, one capped) leads due to non function and lead fracture. An epicardial left ventricular (lv) lead was present in the patient as well, but was not targeted for extraction. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each of the three targeted leads to provide traction. Beginning with a spectranetics 14f glidelight laser sheath and a spectranetics visisheath dilator sheath and alternating between the leads, the ra lead was removed successfully. Next, the 14f glidelight and visisheath were used on the capped rv lead; however, progress stalled at the tricuspid valve. Therefore, a 16f glidelight with a visisheath were used, alternating between the rv leads, but no further advancement could be achieved. Then, a spectranetics 13f tightrail rotating dilator sheath was used on the capped rv lead. During use of the tightrail, excessive traction was applied to the lld ez on the capped rv lead, and the lld ez and capped rv lead broke outside the patient, near the lld waveform (MDR #3007284006-2024-00188). Then, focusing attention on the active rv lead with use of the 13f tightrail, still no progress could be made past the tricuspid valve, and the lead began to stretch between the coils. A cook medical needle's eye snare was used from the groin to attempt extraction of both leads, but the leads could not be removed, and at that point, it was determined that the extraction would not continue. Attempts were made to unlock the lld ezs from the capped and active rv leads, but were unsuccessful; therefore, the capped rv lead/lld ez (MDR #3007284006-2024-00188) and the active rv lead/lld ez were cut and capped and remained in the patient. A dual-chamber pacemaker was implanted, and the patient survived the procedure. This report captures the lld ez within the active rv lead, which was cut and capped and remained in the patient.

Manufacturer narrative:
A3b.): patient gender unk a4): patient weight unk b6/b7): patient information regarding relevant tests/laboratory data or medical history are unknown. H3): a portion of the lld ez was discarded and a portion remained in the patient, thus a product investigation could not be performed. H6): lld cut/cap is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.